Manufacturer narrative:
Patient weight, ethnicity and race: unk. Date of event: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/1.0/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/1.0/093 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On the same day different surgery the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. Date of event: unk. This product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
B3- date of event: (B)(6) 2021. Claim# (B)(4).